Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg) powered off automatically. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the battery contacts had sticky material on them and the device was out of calibration. The battery contacts were cleaned. The device then passed functional testing. If information is provided in the future, a supplemental report will be issued.